Event description:
Impedances greater than 2000 ohms were detected on 2 of 4 electrodes. The hcp determined that the lead or extension was broken. Approx a week later, the pt experienced discomfort. She went to the hosp 5 days later. The implantable pulse generator did not respond to the programmer. The implantable pulse generator was replaced after 13 months of use due to premature battery depletion. The device parameters as of 2007 were amplitude: 2.8 volts, rate of 145 hz, resistance: unk, contact #1(-), contact #2(+), hours of stimulation: 24. The hcp reported the pt outcome as "recovered". Therapy was continued with the two functional electrodes. The hcp closed the burr hole with a titanium plate and cement instead of the burr hole cap, possibly leading to fracture of the deep brain stimulator lead or extension. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.